Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was evaluated by baxter. The evaluation confirmed the reported symptom of "system error 322". Physical inspection found that the lower latch switch bracket screws were loose allowing the lower latch switch to move in and out from the lower door latch. The loose nylon screws will trigger an intermittent open/closed switch connection causing the ec 322. The upper aux assembly has been replaced.

Event description:
The customer reported that the spectrum pump displayed the system error 322 alarms. No patient injury was reported. No further information was provided.